Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the emergency room due to device vibrating for a month. Upon interrogation, high and out of range pacing impedance on the ventricular lead was observed during the month of july. Episodes of non-sustained right ventricular oversensing (nsrvo) episodes also occurred. Lead fracture was suspected. There were no consequences. The patient was stable and will continue to be monitored.